Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported difficulty to position was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure to treat a lesion in an unspecified coronary artery, a 3.5x23 mm rx xience prox stent delivery system (sds) was advanced, resistance was felt with an unspecified guiding catheter, no force was applied against resistance and the shaft of the sds separated proximally. The sds was removed without issue. Another xience prox sds was used to successfully treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience pro x is currently not commercially available in the us. The product code listed in and the PMA# listed is based on the predicate device (xience xpedition) and is therefore similar to a device sold in the us.